Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent minimum fill notifications occurred across multiple cartridges after being filled with 250 units of insulin. Additionally, the battery was depleting quickly. Customer¿s blood glucose was 255mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified in the pump logs, however, no failure was identified. Additionally the alleged fill estimate issue could not be verified.